Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a completed atrial fibrillation ablation procedure, an ultrasound was conducted and a pericardial effusion was revealed. During the procedure, after conducting the second transseptal puncture, contrast medium was injected and the contrast diffused into the pericardium. The needle was withdrawn and a new transseptal puncture was made to gain access to the left atrium. The patient was noted to be in a stable condition, no symptoms were noted, and no intervention was administered. The patient received a transthoracic ultrasound the following day and the pericardial effusion was noted to have been going down. The physician believed the perforation was located on the posterior side of the septum in the right atrium. There were no performance issues with the device and the patient's anatomy was thought to have contributed to the event.